Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event. Preventative maintenance was performed on the handpiece. The handpiece has since been returned to the customer.

Event description:
It was reported that the handpiece was running by itself. There was no report of patient or user injury associated with the alleged event.